Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a hiatal hernia repair with a laparoscopic gastric bypass procedure sometime in 2018 and suture was used. During the procedure, the suture was tearing. It was not noted how the procedure was completed. There were no patient consequences reported.